Manufacturer narrative:
(B)(4). Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted. Pump received with normal operating currents. No unexpected low battery alert and replace battery alert noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm. The customer¿s blood glucose level was unknown. The customer reported that they had received the insulin flow blocked alarm. The customer reported that they were not received the replace battery now without a low battery warning. The customer was advised to insert new energizer battery. This was the second occurrence of replace battery now without a low battery warning. Customer reported that event was resolved by changing complete set. The customer was advised the insulin pump will need to be replaced and they may continue to wear pump until replacement arrives if they insert a new battery. The product will be returned for analysis.